Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced an unknown issue. Additional information was received from the second surgeon that stated the patient was inherited from his partner and the patient had numerous complaints regarding their vision after the initial implant procedure. It was reported some may have been patient expectations or residual refractive error. The initial iol was exchanged 3 months after the initial implantation for another lens model. He reported the patient is happy following the iol exchange.